Event description:
The user had been hospitalized with swelling behind the right ear and treated with both augmentin and IV antibiotics. Although the swelling has decreased, she now has a post auricular draining abscess behind her right ear that been present since at least (B)(6) 2025. The plan is to explant her right device and treat the infection.